Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text : device not returned for evaluation

Event description:
The customer contacted physio-control to report that their device electrodes were not recognized. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device electrodes were not recognized. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device electrodes were not recognized. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.